Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had a falling accident on her head in the beginning of (B)(6) 2012. She does not show any reaction to sound anymore. Testing in situ shows all electrode channels in status hi.